Event description:
It was reported that the patient was last programmed on (B)(6) 2013 and the patient had used her programmer many times since then. The patient programmer was showing a 574 code the night prior to this report. It was noted that the previous programming was wiped out of the implantable neurostimulator (ins). The device was interrogated and the manufacturing representative had the patient demonstrate the use of her patient programmer. ¿invalid settings have been detected, all settings will be cleared¿ message appeared when the device was interrogated. Patient was reprogrammed with identical setting as previously. Threshold of perception was tested at three different positions and left upper limits of amplitude were the same as it was prior to the loss of programmed data. After about 5 minutes the device was re-interrogated and all the programming was still present. The patient programmer was replaced with a new one along with an antenna.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).